Manufacturer narrative:
User is walking outside and the frontfork breaks. The futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occured in (B)(6).

Event description:
Front fork fell off (ball bearing).